Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the cause of low impedance on contact 9 was not determined. The original unipolar impedance of contact 9 was 240 ohms. The clinician moved from the original unipolar configuration to a bipolar configuration (9-, 11+) and received a therapy impedance of 783 resulting in satisfactory symptom relief. The issue is considered resolved by the clinician. Patient weight was not disclosed by the clinician for hippa reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that they were having low impedances: c and 9 were low. The caller received an email regarding a new physician regarding a parkinson's disease patient with c<(>&<)>9 showing low impedances on tablet. Physician programmed patient to 9 <(>&<)> 11 w/o any therapy differences. Physician asked for rep's opinion on battery life, programming changes made. Discussed, it would be good to have actual numbers, and also indicated programming electrode 9 would not be recommended. Could not troubleshoot due to lack of access to a product. It was further reported that they called the neurologist back and we discussed a few things. She said patient settings were c+, 9-, and 218 ohms and 10.2 milliamps therapy impedance at session start. After switching him to 9-, 12+ his therapy impedance showed 783 ohms and 3.2 milliamps. She wanted to know if the milliamps was calculated or measured as that could make a difference. They didn't know. No symptoms were reported. No further complications were reported or anticipated with this event.